Event description:
It was reported that the laparoscope had a bad image. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, outer tube had a dent, protector of the video cable section was cut. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.